Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after one stitch with a needle holder, the thread was detached. Two packs of the product had the same issue. After the issue, a same size of the thread was used and completed the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.